Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient was up to the bathroom and noticed the IV set laying on the bathroom floor. The IV set disconnected from microclave clear connector at some point during the transfer to the bathroom and assumed to have leaked.